Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded a discrepant result of >1000 on a 75 year female patient during a procedure. There was no additional information available at the time of this report. Return product is not available for investigation. Method date tested act (sec). I-stat on (B)(6) 2022 13:58 173, I-stat on (B)(6) 2022 14:12 144, I-stat on (B)(6) 2022 14:18 155, I-stat on (B)(6) 2022 14:39 >1000. Per I-stat system manual (art: 770715-00a), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information that suggests the product was not performing within the variability of the assay. The customer alleges a falsely depressed result of 155 seconds after dosing the patient with no increase. Following an extra bolus, the act went too high and resulted in >1000 seconds. There were no details/times presented for heparin and limited patient information. It is suspected that the patient may be heparin resistant. An investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 28-feb-2023. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.